Event description:
The event is reported, via medwatch, as: when attempting to pass a 6 fr suction catheter tube down the endotracheal tube, it was not able to pass the endo of the tracheal tube. It felt as if the endotracheal tube was pinched at the end, resulting in an occlusion. Intervention - the pt was re-intubated. The pt condition is reported as fine.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, uncuffed, 2.5, lot #01h1200518 was manufactured on 09/05/2012. The DHR investigation did not show issues related to complaint. Document assessment (fmea) was conducted and changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and tend relating complaints.